Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: unknown. Strip code: unknown. Strip storage: stored correctly. Symptoms: thirsty, tired. The pt reported that pt tested on pt's meter and rec'd a high result. Pt tried to test again and was unable to test on the meter. Pt then went to the ER. The meter allegedly would not turn on. The pt received a result of 305 mg/dl and 345 mg/dl on the meter. The result from the hospital meter was 405 mg/dl. The time difference between the pt's meter and the hospital's meter was less than 10 minutes. The treatment was with IV (unknown what type) and "different medications". The pt was hospitalized for 3 days. During troubleshooting with customer service, the meter was powering on, and the issue was resolved. No further info has been reported.